Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the balloon ruptured. During a percutaneous coronary intervention (pci) procedure, 10mmx3.50mm wolverine cutting balloon was inflated to 10atmospheres (atm) and ruptured on the first inflation. The device was exchanged for another of the same and the procedure was completed. No patient complications were reported.